Event description:
Patient meter would not power on. Patient had been having shortness of breath, headaches, feeling of frustration, and feeling weak (time/date unknown). Patient was taken to their physician because of the meter would not power on (date/time unknown). The physician's meter had read "257 mg/dl". No calibrated lab test was performed. Patient was not administered any treatment because they had taken their regularly prescribed medication before going to thier physician. Patient was not retested at the physician's office. The customer service representaive replaced the meter because the meter would not power on, even after checking that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly).